Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
"During processing of this complaint, attempts were made to obtain complete information of the device function further information was requested but not received. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient's pc displayed error message and the patient underwent surgical intervention where the ipg was replaced.